Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient had high impedances on three leads. X-ray imaging revealed fracture of the three leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the three leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.